Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 421 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tsts. The customer's mother reported that the customer has pain at the site white wearing the infusion set. Alternate infusion sets and proper site rotation were discussed with the customer's mother. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.